Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the error code was due to a faulty power supply board. However, the specific cause of the faulty power supply board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lcd monitor takes ten minutes to boot up each day before an image appears. The issue was found during reprocessing. There was no delays, death or patient under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device could not power up due to printed circuit board failure. Device evaluation also found there was a vertical line on the display panel due to a faulty power board. The rear cover was scratched slightly. The right side of the front panel was scratched slightly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.